Event description:
On 2025-feb-14: information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), displayed a "settings not available/out of range" message. This issue was first noticed by the patient approximately six months prior to the report. The agent clarified that the problem was related to programming rather than the controller and advised the patient to consult with their healthcare provider. No patient complications have been reported as a result of this event. 2025-may-20: the patient called in reported previously documented information. Patient mentioned seeing settings not available message again about a week or two. Patient confirmed that their representative (rep) reprogrammed their therapy because of a damaged electrodes. Patient added that their therapy worked again but when they went home the stimulation suddenly went up really high and they need to turn it down much lower. A week of two later they started to change settings again and that's when the settings not available came up.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.